Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not responding occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a transmitter not responding is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not responding occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a transmitter not responding is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.